Event description:
Related manufacturer reference number1627487-2019-05261.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2019-05261. It was reported that the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein two additional leads were added. Effective therapy was restored post procedure.